Manufacturer narrative:
Refers to the main device. Other components include: product ID 8709, lot# j10895r28, implanted: (B)(6) 2001, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 15 mg/ml of bupivacaine at 3.78 mg/day, 100 mcg/ml of baclofen at 25.2 mcg/day, and 20 mg/ml of dilaudid at 5.041 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2017, it was reported that the patient's catheter was occluded. A dye study was performed on (B)(6) 2017 and the hcp was unable to aspirate. It was assumed that the catheter was occluded. The catheter was scheduled for replacement on (B)(6) 2017. It was unknown if the drug was related to the catheter occlusion. It was also reported that the hcp believed that the drug may have crystallized in the pump and was inquiring if the pump should be replaced. Additional information was received on (B)(6) 2017. The rep reported that the hcp was not able to aspirate the catheter, so the entire catheter was replaced. When the drug was taken out of the pump, the drug was cloudy so the hcp decided to replace the pump to be safe. The pump would not be sent back for analysis. The patient's new pump serial number and weight were provided. The rep who reported the event was notified on (B)(6) 2017, but noted that a different rep was aware of the dye study on (B)(6) 2017. This other rep had left the company and had not reported the event to the manufacturer. No symptoms were reported. Additional information was received on (B)(6) 2017. It was reported that the catheter would not be returned and it was confirmed that the drug did appear crystallized when it was extracted. The name of the former manufacturer's representative who was aware of the event beginning on (B)(6) 2017 was provided. No further complications were reported.